Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for follow up, the right atrial lead had exhibited noise and was turned off. No intervention had been performed. No additional information was available.

Event description:
New information states that the patient was in good condition and would be followed normally.